Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl as well as low blood glucose level of 47 mg/dl. Insulin pump had insulin flow block alarm. Customer experienced blood glucose level of 87 mg/dl. Customer stated that the insulin set was leaking. The product will not be returned for analysis.

Manufacturer narrative:
Additional: additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was not on auto mode during event.